Event description:
It was reported that the pump shut off unexpectedly and would not turn back on. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.